Manufacturer narrative:
On 3/11/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. It was reported that during a cardiac ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking causing minimal constant flow of blood back onto the patient table. Then the operator inspected it he commented that the hub was not transparent with some ¿white¿ solid matter in the hub. Sheath was removed once it became apparent that the valve was not functioning. Patient¿s hemodynamics was not compromised due to bleeding. No intervention was required. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A manufacturing record evaluation was performed for the finished device [00001480] number, and no internal actions related to the reported complaint condition were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. However, an internal action was opened for the hemostatic valve separation. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking causing minimal constant flow of blood back onto the patient table. Then the operator inspected it he commented that the hub was not transparent with some ¿white¿ solid matter in the hub. Sheath was removed once it became apparent that the valve was not functioning. Patient¿s hemodynamics was not compromised due to bleeding. No intervention was required. No patient consequences were reported. With the information available, this is being conservatively coded and reported as hemostatic valve separation as it is most likely the backflow occurred due to a malfunctioning/dislodged valve. Since there¿s no indication that the backflow blood was excessive, nor that patient¿s hemodynamics was compromised or that any intervention was required; thus, this won¿t be considered a patient event. Hemostatic valve separation is MDR-reportable.